Event description:
It was reported that during the deep brain stimulation (dbs) implant the lead was temporarily placed under the scalp. While general anesthesia was administered in preparation for implantation of the implantable pulse generator (ipg) it was observed that the lead had perforated the skin. The physician added sutures for the skin perforation and the procedure was completed.